Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to t wave oversensing. Patient did not experience any adverse event due to oversensing. Programming changes were made to address the issue. Patient was stable before, during, and after the changes.